Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 471 mg/dl at the time of the incident. Customer was not able to rewind the insulin pump completely and had a grinding sound while doing it. Customer stated that they were unable to exit the preparing to prime loop. The device will be returned for analysis.